Event description:
Rptr was setting up autotransfusion machine for surgical procedure in operating room suite. As rptr was connecting tubing, adapter to bottom drain of reservoir, he noticed small black particles on inside of drain. He replaced with new set and was able to continue case. Two days later same event occurred with (different case) same lot # and reservoir, he again replaced. He called MFR's representative (on both cases) and submitted device to company for further testing.